Event description:
It was reported that the subject experienced ascites requiring additional intervention. The subject was enrolled into the study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors. Lung shunt calculation was 6.4 %. On (B)(6) 2024, the treatment with therasphere was performed. Therasphere was administered to selective (less than or equal to 2 segments in the perfused volume) through femoral artery. 1 dose vial was administered, total administered activity was 1.56 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Lung dose calculation was 5.6 %. On (B)(6) 2024, the second dose of therasphere was administered. On (B)(6) 2025, subject was noted with ascites. On (B)(6) 2024, subject was diagnosed with elevated ast (aspartate aminotransferase). The subject presented with abdominal pain and distension. The subject has been experiencing fatigue and had reported abdominal distension. It has progressively worsened over the past two days. Additionally, the subject reported a decreased appetite and mild pain in the lower left chest with inspiration. The subject was hospitalized for further hepatological consultation and evaluation of newly developed small volume ascites. The subject's worsening distention was also revealed by the recent CT scan. Subject was mildly uncomfortable due to abdominal distention. Additionally, liver enzymes were reported to be stable. On (B)(6) 2025, diagnostic paracentesis performed with site interventional radiology team. On (B)(6) 2025, CT abdomen pelvis with and without IV contrast impression in comparison with CT performed on (B)(6) 2025 revealed the gallbladder wall thickness was increased, measuring up to 1.1 cm. There were no presence of gallbladder stones or sludge and the findings indicated acalculous cholecystitis. Further evaluation with a right upper quadrant ultrasound was recommended. There was interval increase in abdominopelvic ascites. Large rectal stool burden was noted. Cirrhotic morphology of the liver with sequelae of portal hypertension. Redemonstrated post y 90 changes involving the previously treated segment 5 lesion with focal area of arterial hyperenhancement in the inferior portion of the lesion consistent with lr- tr equivocal.

Manufacturer narrative:
A4 - weight: 72.8 kg. D3 & g1: manufacturer zip/postal code: (B)(6). H6 - patient code(s): e2402 appropriate term / code not available was used to cover the reported "distension".

Event description:
It was reported that the subject experienced ascites requiring additional intervention. The subject was enrolled into the study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors. Lung shunt calculation was 6.4 %. On (B)(6) 2024, the treatment with therasphere was performed. Therasphere was administered to selective (less than or equal to 2 segments in the perfused volume) through femoral artery. 1 dose vial was administered, total administered activity was 1.56 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Lung dose calculation was 5.6 %. On (B)(6) 2024, the second dose of therasphere was administered. On (B)(6) 2025, subject was noted with ascites. On (B)(6) 2024, subject was diagnosed with elevated ast (aspartate aminotransferase). The subject presented with abdominal pain and distension. The subject has been experiencing fatigue and had reported abdominal distension. It has progressively worsened over the past two days. Additionally, the subject reported a decreased appetite and mild pain in the lower left chest with inspiration. The subject was hospitalized for further hepatological consultation and evaluation of newly developed small volume ascites. The subject's worsening distention was also revealed by the recent CT scan. Subject was mildly uncomfortable due to abdominal distention. Additionally, liver enzymes were reported to be stable. On (B)(6) 2025, diagnostic paracentesis performed with site interventional radiology team. On (B)(6) 2025, CT abdomen pelvis with and without IV contrast impression in comparison with CT performed on (B)(6) 2025 revealed the gallbladder wall thickness was increased, measuring up to 1.1 cm. There were no presence of gallbladder stones or sludge and the findings indicated acalculous cholecystitis. Further evaluation with a right upper quadrant ultrasound was recommended. There was interval increase in abdominopelvic ascites. Large rectal stool burden was noted. Cirrhotic morphology of the liver with sequelae of portal hypertension. Redemonstrated post y 90 changes involving the previously treated segment 5 lesion with focal area of arterial hyperenhancement in the inferior portion of the lesion consistent with lr- tr equivocal. It was further reported that the subject was discharged from the hospital on (B)(6) 2025. Additionally, the date of the second dose of therasphere administration was corrected to (B)(6) 2024. On (B)(6) 2024, 1 dose vial was administered. Total administered activity was 4.1 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Lung dose calculation was 13.1 %.

Manufacturer narrative:
Updated fields: b5, d6a - implant date: (B)(6) 2024. A4 - weight: 72.8 kg. D3 & g1: manufacturer zip/postal code: gu9 8ql. H6 - patient code(s): e2402 appropriate term / code not available was used to cover the reported "distension".

Event description:
It was reported that the subject experienced ascites requiring additional intervention. The subject was enrolled into the study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors. Lung shunt calculation was 6.4 %. On (B)(6) 2024, the treatment with therasphere was performed. Therasphere was administered to selective (less than or equal to 2 segments in the perfused volume) through femoral artery. 1 dose vial was administered, total administered activity was 1.56 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Lung dose calculation was 5.6 %. On (B)(6) 2024, the second dose of therasphere was administered. On (B)(6) 2025, subject was noted with ascites. On (B)(6) 2024, subject was diagnosed with elevated ast (aspartate aminotransferase). The subject presented with abdominal pain and distension. The subject has been experiencing fatigue and had reported abdominal distension. It has progressively worsened over the past two days. Additionally, the subject reported a decreased appetite and mild pain in the lower left chest with inspiration. The subject was hospitalized for further hepatological consultation and evaluation of newly developed small volume ascites. The subject's worsening distention was also revealed by the recent CT scan. Subject was mildly uncomfortable due to abdominal distention. Additionally, liver enzymes were reported to be stable. On (B)(6) 2025, diagnostic paracentesis performed with site interventional radiology team. On (B)(6) 2025, CT abdomen pelvis with and without IV contrast impression in comparison with CT performed on (B)(6) 2025 revealed the gallbladder wall thickness was increased, measuring up to 1.1 cm. There were no presence of gallbladder stones or sludge and the findings indicated acalculous cholecystitis. Further evaluation with a right upper quadrant ultrasound was recommended. There was interval increase in abdominopelvic ascites. Large rectal stool burden was noted. Cirrhotic morphology of the liver with sequelae of portal hypertension. Redemonstrated post y 90 changes involving the previously treated segment 5 lesion with focal area of arterial hyperenhancement in the inferior portion of the lesion consistent with lr- tr equivocal. It was further reported that the subject was discharged from the hospital on (B)(6) 2025. Additionally, the date of the second dose of therasphere administration was corrected to (B)(6) 2024. On (B)(6) 2024, 1 dose vial was administered. Total administered activity was 4.1 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Lung dose calculation was 13.1 %. It was further reported that the date of the second dose of therasphere administration was corrected to (B)(6) 2024.

Manufacturer narrative:
Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Updated fields: b5 - describe event or problem. D6a - implant date: (B)(6) 2024. A4 - weight: 72.8 kg. D3 & g1: manufacturer zip/postal code: gu9 8ql. H6 - patient code(s): e2402 appropriate term / code not available was used to cover the reported "distension".

Manufacturer narrative:
Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Updated fields: b5 - describe event or problem. H6 - patient codes - removal of e1104 liver damage/dysfunction. A4 - weight: 72.8 kg. H6 - patient code(s): e2402 appropriate term / code not available was used to cover the reported "distension".

Event description:
It was reported that the subject experienced ascites requiring additional intervention. The subject was enrolled into the study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors. Lung shunt calculation was 6.4 %. On (B)(6) 2024, the treatment with therasphere was performed. Therasphere was administered to selective (less than or equal to 2 segments in the perfused volume) through femoral artery. 1 dose vial was administered; total administered activity was 1.56 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Lung dose calculation was 5.6 %. On (B)(6) 2024, the second dose of therasphere was administered. On (B)(6) 2025, subject was noted with ascites. On (B)(6) 2024, subject was diagnosed with elevated ast (aspartate aminotransferase). The subject presented with abdominal pain and distension. The subject has been experiencing fatigue and had reported abdominal distension. It has progressively worsened over the past two days. Additionally, the subject reported a decreased appetite and mild pain in the lower left chest with inspiration. The subject was hospitalized for further hepatological consultation and evaluation of newly developed small volume ascites. The subject's worsening distention was also revealed by the recent CT scan. Subject was mildly uncomfortable due to abdominal distention. Additionally, liver enzymes were reported to be stable. On (B)(6) 2025, diagnostic paracentesis performed with site interventional radiology team. On (B)(6) 2025, CT abdomen pelvis with and without IV contrast impression in comparison with CT performed on 04-jan-2025 revealed the gallbladder wall thickness was increased, measuring up to 1.1 cm. There were no presence of gallbladder stones or sludge and the findings indicated acalculous cholecystitis. Further evaluation with a right upper quadrant ultrasound was recommended. There was interval increase in abdominopelvic ascites. Large rectal stool burden was noted. Cirrhotic morphology of the liver with sequelae of portal hypertension. Redemonstrated post y 90 changes involving the previously treated segment 5 lesion with focal area of arterial hyperenhancement in the inferior portion of the lesion consistent with lr- trequivocal. It was further reported that the subject was discharged from the hospital on (B)(6) 2025. Additionally, the date of the second dose of therasphere administration was corrected to (B)(6) 2024. On (B)(6) 2024, 1 dose vial was administered. Total administered activity was 4.1 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. Lung dose calculation was 13.1 %. It was further reported that the date of the second dose of therasphere administration was corrected to (B)(6) 2024. It was further reported that the elevated ast was no longer alleged as having been related to the therasphere device or procedure.